Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated however logs indicate multiple errors and loss of voltage. Upon troubleshooting, errors were verified but the voltage could not be verified. Positioner motion controller and motion solid state relay was replaced. Issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was unrelated to software.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system gantry was not responding to pendant button commands or moving. Lift-n-shift would work but no other motion would respond. A system reboot resolved the issue. There was no patient impact reported and a 6 minute delay to surgery.

Manufacturer narrative:
The relay was returned to the manufacturer for analysis. Analysis found that replay passed visual inspection and bench test. No fault found.

Manufacturer narrative:
The motion control was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.